Manufacturer narrative:
H6 patient codes: corrected.

Event description:
Agent ide it was reported that restenosis occurred. On (B)(6) 2024, the subject presented to the emergency department with chest pain and back pain and the subject also noted with a little nauseated. The subject was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel which were continued. Based on symptoms and diagnostic findings, the subject was diagnosed with non-st elevation myocardial infarction (nstemi). On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca (right coronary artery) to the mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. On the same day, 90% in stent restenosis at distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The subject was discharged with dapt. The event was considered to be ongoing. On (B)(6) 2024, the subject presented to the emergency department with chief complaints of chest pain, back pain and feelings of nausea and was hospitalized for further evaluation and treatment. Based on the symptoms and diagnostic findings the subject was diagnosed with st elevated myocardial infarction (stemi) and medication was given to treat. The location of the mi was inferior, and the mi was classified as non-q-wave. Coronary angiography revealed 100% isr at the mid rca and the subject was recommended for revascularization. The 100% isr was pre-dilated with a 2.50 mm x 12 mm emerge balloon, followed by deployment of a 3.00 mm x 32 mm synergy drug eluting stent (des) and a 3.50 mm x 24 mm synergy des. The lesion was post dilated with a 4.50 mm x 15 mm nc emerge monorail balloon resulting in residual stenosis of 0% and timi flow 3. During the revascularization, the samurai workhorse guidewire got stuck and was retained. The guidewire was cut into small pieces to remove; however, complete removal was unsuccessful, and a small fragment remained in the right groin area. There was discussion and cardiac consultation and further discussion for vascular surgery to remove the wire was recommended. The event was considered to be resolved/recovered, and the subject was discharged on dapt. It was further reported that on (B)(6) 2024, an aneurysm was noted.

Event description:
Agent (B)(6). It was reported that restenosis occurred. On (B)(6) 2024, the subject presented to the emergency department with chest pain and back pain and the subject also noted with a little nauseated. The subject was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel which were continued. Based on symptoms and diagnostic findings, the subject was diagnosed with non-st elevation myocardial infarction (nstemi). On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca (right coronary artery) to the mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. On the same day, 90% in stent restenosis at distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The subject was discharged with dapt. The event was considered to be ongoing. On (B)(6) 2024, the subject presented to the emergency department with chief complaints of chest pain, back pain and feelings of nausea and was hospitalized for further evaluation and treatment. Based on the symptoms and diagnostic findings the subject was diagnosed with st elevated myocardial infarction (stemi) and medication was given to treat. The location of the mi was inferior, and the mi was classified as non-q-wave. Coronary angiography revealed 100% isr at the mid rca and the subject was recommended for revascularization. The 100% isr was pre-dilated with a 2.50 mm x 12 mm emerge balloon, followed by deployment of a 3.00 mm x 32 mm synergy drug eluting stent (des) and a 3.50 mm x 24 mm synergy des. The lesion was post dilated with a 4.50 mm x 15 mm nc emerge monorail balloon resulting in residual stenosis of 0% and timi flow 3. During the revascularization, the samurai workhorse guidewire got stuck and was retained. The guidewire was cut into small pieces to remove; however, complete removal was unsuccessful, and a small fragment remained in the right groin area. There was discussion and cardiac consultation and further discussion for vascular surgery to remove the wire was recommended. The event was considered to be resolved/recovered, and the subject was discharged on dapt.